Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with a 700cc mentor memorygel breast implant on both sides and was experienced bilateral breast implant rupture postoperatively. As a result, the patient underwent bilateral replacement surgery on (B)(6) 2022. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that there was no complication on the right side, and patient experienced left side rupture, capsular contracture; baker grade unknown, ptosis, and granuloma. Corresponding fields have been updated on this form. Replacement devices used on (B)(6) 2022 were catalog number 3505004bc; serial number (B)(6) on the right side, and catalog number 3505004bc; serial number (B)(6) on left side. Reason for device explant and/or reoperation: left rupture, capsular contracture; baker grade unknown, ptosis, and granuloma on (B)(6) 2022, photo analysis was completed since device was discarded per information received. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device could not be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).